Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead had become dislodged. Physician believes lead dislodgement was due to patient anatomy not a lead issue. Lead was explanted and replaced. Patient condition was stable.